Event description:
It was reported that during a stenting treatment procedure, stent damage occurred. The 95% stenosed non calcified lesion was located in the non tortuous right coronary artery. A 4.00 x 32mm promus element plus stent would not go down and when pulled, the stent was flared. A 2.25 x 15 apex balloon was inflated and a 4.00 x 28 promus element plus stent was used to complete the procedure. No complications were reported and the patient's status was fine.

Event description:
It was reported that during a stenting treatment procedure, stent damage occured. The 95% stenosed non calcified lesion was located in the non tortuous right coronary artery. A 4.00 x 32mm promus element plus stent would not go down and when pulled, the stent was flared. A 2.25 x 15 apex balloon was inflated and a 4.00 x 28 promus element plus stent was used to complete the procedure. No complications were reported and the patient's status was fine.

Manufacturer narrative:
The patient was over 18 at the time of event. Device is combination product. (B)(4).

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of a promus element plus stent delivery system (sds) with stent and the shelf box and inner pouch. The balloon was tightly folded with the stent secured on the balloon. There were bent, flared and overlapping struts in the eighth (8th) row from the distal end of the stent. Inspection of the remainder of the device presented no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).